Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report a broken instrument. The troubleshooting first identified that a monopolar hook instrument had a broken cable and was bent while mounted on one arm. It was then noted that the user straightened the instrument using the other arms and removed it through the cannula. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the product involved with this complaint to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided.